Manufacturer narrative:
No device was returned to assist in this investigation. Each device is inspected to insure correct inside diameter and outside diameter of tubing and material is free from surface defects, bumps, bulges and protruding coils within specifications. Quality control also confirms surface of sheath is free of excessive dents, bumps or scratches. In addition the IFU, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy insert the introducer dilator to avoid possible breakage." Without the complaint device returned and no lot number information, it is difficult to determine with certainty why the physician experienced the difficulty (arterial spasm resulting in device separation). As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented. We are continuing to monitor complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. There is insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the CAPA.

Event description:
The tip gell off and had to be operated out. Update from customer complaint form received (B)(6) 2011: easy to put long sheath in place, then spasm of the iliac artery. Very difficult to retract. When 15cm remained in the patient, the sheath broke, was taken out surgically. The complainant did not report any adverse effects on the patient due to this occurrence.